Manufacturer narrative:
This event occurred in (B)(4). The discrepant ft3 iii results between the roche and centaur methods were in agreement clinically. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module. The sample was submitted for investigation where discrepant results were identified for elecsys ft3 iii (ft3 iii) between the e801 module used at the investigation site and the centaur method. The initial results from the customer site were reported outside of the laboratory. Refer to attached data for the results. The e801 module serial number used at the investigation site was (B)(4).